Event description:
It was reported that at the beginning of the shift, the pump was running normal saline at 125ml/hr. When the nurse went in to the room to give medication, the pump was running at 999 ml/hour. The nurse reprogrammed the pump to the ordered rate then noticed about 10 minutes later that the rate was back to 999 ml/hour. They reprogrammed the pump back to ordered 125 rate again when the patient reported their IV was hurting. The nurse replaced the module on the pump and checked IV for possible replacement. The new module was confirmed to be running at 125 ml/hour. When the IV team came to replace the patient's IV, they noticed the pump was running at 999 ml/hour again. The IV was replaced and the nurse was informed of the rate change. The pump was then changed, scanned and programmed it to 125 ml/hour. After 20 minutes, the nurse went to disconnect the IV for the patient to go to endoscopy and found it to be running at 999 ml/hour again. At that time, both pumps were removed from service and tagged. It was noted that the nurse had locked the pcu to ensure patient was not playing with it and that prv in epic looked fine. No patient harm reported. It was later reported that the patient was releasing the tamper switch and programming the device to the higher (999ml/hr) rate. No further information was provided.

Manufacturer narrative:
Fi results have determined this device to be no longer reportable and is no longer a suspect.

Manufacturer narrative:
The root cause of this failure was not identified. Although requested, patient information not provided. No device will be returned per customer.

Event description:
It was reported that at the beginning of the shift, the pump was running normal saline at 125ml/hr. When the nurse went in to the room to give medication, the pump was running at 999 ml/hour. The nurse reprogrammed the pump to the ordered rate then noticed about 10 minutes later that the rate was back to 999 ml/hour. They reprogrammed the pump back to ordered 125 rate again when the patient reported their IV was hurting. The nurse replaced the module on the pump and checked IV for possible replacement. The new module was confirmed to be running at 125 ml/hour. When the IV team came to replace the patient's IV, they noticed the pump was running at 999 ml/hour again. The IV was replaced and the nurse was informed of the rate change. The pump was then changed, scanned and programmed it to 125 ml/hour. After 20 minutes, the nurse went to disconnect the IV for the patient to go to endoscopy and found it to be running at 999 ml/hour again. At that time, both pumps were removed from service and tagged. It was noted that the nurse had locked the pcu to ensure patient was not playing with it and that prv in epic looked fine. No patient harm reported. Although requested, further information not provided.